Event description:
The patient reported exposed wires of the power supply cable. The patient discarded the power supply cable. A replacement was provided and there were no adverse consequences to the patient.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be determined.